Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced skin flap breakdown and device extrusion followed by an infection. Various attempts were made to clean and close the wound and treat the infection, however, the issue did not resolve. The recipient's device was explanted. The recipient will not be reimplanted. The recipient's infection has resolved.